Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester's alleging discrepant inratio values. Patient's therapeutic range 2 - 3. (B)(6) 2015 inratio inr = 1.8; coumadin increased. (B)(6) 2015 dr poc inr = 3.7; coumadin reduced. (B)(6) 2016 inratio inr = 1.6; dr poc inr = 2.6 two hours 45 minutes between tests. No reported adverse patient sequela.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 365984a meets release criteria. The product performed as expected. Although relevant nc's were noted in the batch record, it did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. It was reported that the customer was in the early stages of renal failure. This condition may affect the performance of the assay. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Date originally reported as 10/05/2016. Correct date is 10/05/2015.